Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic esophagectomy, three needles disengaged from the device. There was no tissue damage as a result of this problem. The needle disengaged into the cavity and was retrieved with graspers. A new device was used to compete the procedure. There was no blood loss of 500cc or more due to the product problem. Surgical time was not extended 30 minutes or more due to the product problem.